Manufacturer narrative:
The accessory has not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted once the product is returned and evaluated and/ or if additional information is received. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci hysterectomy procedure, the 8 mm cannula with outlet did not pass the drop pin inspection. It was at the beginning of the procedure, patient was in the room and trocar test was performed, however, it failed. There was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.